Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture at electronic or motor assemblies per visual inspection. Device had cracked case at display window corners and scratched lcd window. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and then, the insulin pump alarmed button error. The customer stated that she fell in the water the day before. Blood glucose value was 49 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.